Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed a ventricular unipolar lead impedance of 229 and 249 ohms with a capture threshold of 0.75v at 0.4ms. Oversensing was also reported in the bipolar setting. X-rays revealed subclavian crush.